Manufacturer narrative:
The device was not to olympus for evaluation of the reported issue and will not be returned due to the customer resolving the issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center presented "rainy" image abnormalities that made it impossible to distinguish the tissue. This occurred during a diagnostic colonoscopy procedure. The device was not connected to the patient at the time, and there was no error message observed. The case was not prolonged in any way nor canceled. The outcome of the procedure was not affected, and it was completed using the same device. There was no medical intervention or any report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the image abnormalities making it impossible to distinguish tissue could not be identified. Olympus will continue to monitor field performance for this device.